Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a coupling problem. The healthcare provider (hcp) could not get more than 2 coupling boxes on the implantable neurostimulator recharger (insr) screen. The hcp was advised to try antenna locate. That resulted in 0 coupling boxes filled in black on the insr screen. It was unresolved at the time of the event. Information regarding cause of the event and if the patient was able to charge normally and receive effective therapy has been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.